Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 293 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were vomiting and nauseous. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that there were no setting issues on the insulin pump during troubleshooting. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.